Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A blood clot was observed on the luer connector between the thermax and the return line. Upon disconnecting the thermax and the return line, no anomaly was noted at the connectors luers. An immersion air leak test was performed (1 bar) and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) with a prismax machine equipped with a thermax blood warmer, an external blood leak was observed from the luer lock connection between the thermax disposable and the return blood line of the prismaflex st150 set. The amount of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.